Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. The customer stated that he had been found sitting on the floor of his office building and unresponsive. The paramedics later told him that the insulin pump was showing that his glucose was 112 mg/dl when his actual blood glucose was 36 mg/dl. The physician at the hospital stated that there was a malfunction with the insulin pump. Nothign further reported.